Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler with cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were available, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The pdrn stated the patient has had ongoing issues resulting from a nosocomial infection the patient acquired over a year ago that could be the potential cause of the peritonitis. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis and placed on antibiotics. Additional information was requested through the pd clinic; and a peritoneal dialysis registered nurse (pdrn) provided limited information that was found for this patient. The patient was diagnosed with peritonitis on (B)(6) 2021. It is unknown what signs/symptoms the patient presented with related to the peritonitis event. However, the pd effluent culture was never run by the lab (unknown reason). New cultures were obtained, and the results are pending. No additional information related to the peritonitis event was found in the patient record. The cause of the peritonitis event is unknown; however, the pdrn stated she is familiar with this patient, and he is meticulous with aseptic technique when completing pd therapy. The patient had a nosocomial infection (healthcare acquired) over a year ago that has continued to cause the patient issues and the peritonitis could likely be related. The pdrn did not expand on the type of infection the patient acquired, the location of the infection, or when this occurred. No additional information was provided.

Event description:
A peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis and placed on antibiotics. Additional information was requested through the pd clinic; and a peritoneal dialysis registered nurse (pdrn) provided limited information that was found for this patient. The patient was diagnosed with peritonitis on (B)(6) 2021. It is unknown what signs/symptoms the patient presented with related to the peritonitis event. However, the pd effluent culture was never run by the lab (unknown reason). New cultures were obtained, and the results are pending. No additional information related to the peritonitis event was found in the patient record. The cause of the peritonitis event is unknown; however, the pdrn stated she is familiar with this patient, and he is meticulous with aseptic technique when completing pd therapy. The patient had a nosocomial infection (healthcare acquired) over a year ago that has continued to cause the patient issues and the peritonitis could likely be related. The pdrn did not expand on the type of infection the patient acquired, the location of the infection, or when this occurred. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: a1.

Event description:
A peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis and placed on antibiotics. Additional information was requested through the pd clinic; and a peritoneal dialysis registered nurse (pdrn) provided limited information that was found for this patient. The patient was diagnosed with peritonitis on (B)(6) 2021. It is unknown what signs/symptoms the patient presented with related to the peritonitis event. However, the pd effluent culture was never run by the lab (unknown reason). New cultures were obtained, and the results are pending. No additional information related to the peritonitis event was found in the patient record. The cause of the peritonitis event is unknown; however, the pdrn stated she is familiar with this patient, and he is meticulous with aseptic technique when completing pd therapy. The patient had a nosocomial infection (healthcare acquired) over a year ago that has continued to cause the patient issues and the peritonitis could likely be related. The pdrn did not expand on the type of infection the patient acquired, the location of the infection, or when this occurred.